Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: cannot flush through extension set.

Manufacturer narrative:
Investigation summary one sample extension set of model # 20028e, lot 21119585 was received for quality investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd 10 ml syringe to see if a fluid flow path can be observed and also observed that fluid is flowing clearly through filter with slight push to the syringe and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the extension set with flow issue -fluid blockage could not be replicated. A device history record review for model 20028e and lot number 21119585 was performed. The search showed that a total of (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of flow issues - fluid blockage occurs could not be definitively determined.

Event description:
It was reported that the bd alaris smartsite extension set experienced occlusion. The following information was provided by the initial reporter: cannot flush through extension set.